Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a vessel occlusion. The exact root cause cannot be determined. The likely cause was determined to have been use of the device in a diseased artery resulting in a vessel occlusion postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that after the procedure while in recovery, the patient experienced a cold leg. The device was sucked into the vessel. Surgical intervention was performed to remove the device. The healthcare provided (hcp) stated that the patient had a very diseased artery. The type of procedure performed was an interventional radiology (ir)/arterial angiography lower extremity. There was no blood loss. Additional information was received on 29aug2024: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion were reported. No pre-deployment angiogram was performed. They mentioned the scared groin after the fact. There were no signs that the device was stuck in the vessel before the cold leg occurred. The patient was stable.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided. E3: occupation: periop. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.